Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon was ruptured. The 95% stenosed target lesion was located in the severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8 atmospheres when inflated for 30 minutes upon third inflation. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.